Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon strings torn [device physical property issue]. Case narrative: consumer reported via e-mail that the tampon strings are torn. No injury reported.